Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000927 ¿ g7 hi-wall liner- 6351780; 110010244 ¿ g7 shell ¿ 6669360. Report source: (B)(6). The product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01602, 0001825034-2020-01604.

Event description:
It was reported that during a hip revision surgery, a cup was implanted without complication. Two different liners were attempted to be implanted without success. A new liner and cup combo were used to complete the surgery with approximately 50 minutes of delay in the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.